Event description:
The info provided to sjm indicated that a 6f angio-seal vip was selected for use in a high double puncture in the common femoral artery, following a percutaneous coronary intervention in the left anterior descending coronary artery and the right coronary artery. The pt was heparinized and on anticoagulants (unk dose/strength/type) for the procedure. An angiogram revealed a retroperitoneal bleed. The angio-seal device was deployed, and the pt's blood pressure dropped, but no external bleeding was noted. The pt was stabilized and transferred to recovery, where the blood pressure dropped again. A femostop was applied, but was removed as the pt reported pain. A vascular surgeon was consulted, but the pt expired due to a retroperitoneal bleed, before surgery was possible. The physician reported that the event was not due to the angio-seal device.

Manufacturer narrative:
The results of our investigation indicated the event was not due to the angio-seal vip. The device was not returned for eval and the lot number was not available; therefore, a device history record review was not possible. Info provided to sjm stated the initial puncture performed in the common femoral artery was a high double puncture, resulting in the retroperitoneal bleed. The physician did not feel the event was due to the angio-seal. The angio-seal device instructions for use (IFU) precautions state that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal instructions for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.